Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was 5.2 mmol/l. The customer stated that they run audio test and there were no difference in volume between 1 and 5. The customer stated that the audio issue. Insulin pump will be returned for analysis.

Manufacturer narrative:
Audio/vibrate anomaly/absence of alarm confirmed. Hardware low level failures received during self test. Noted broken solder joint at pin 1 of ambient light sensor and isolated audio/vibrate anomaly/absence of alarm failure to electronic stack. Pump failed the self test and passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.